Manufacturer narrative:
(B)(4). The investigation is still ongoing and conclusions will be sent in a f/u report before (B)(6) 2011.

Event description:
The customer reported that pediatric images are of poor image quality.